Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he was hospitalized due to high blood glucose levels and pneumonia. Blood glucose level at the time of admission was about 600 mg/dl. Customer's wife stated that this incident occurred a couple of months prior to the call. The customer's wife reported that the customer had been experiencing issues with infusion sets bending. Caller reported that the customer had been hospitalized additional times, but did not provide details on these events. Blood glucose level at the time of the call was 152 mg/dl. The customer's wife will not return the product for analysis.